Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe leaked medication, during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigatin: defect: leakage past the stopper. It has been received 2 used samples of 50ll without blister. On visual inspection of the 2 used samples received it can be observed leakage between stopper ribs. The stopper is correctly assembled to the plunger and no damage or molding defect can be observed in the syringes that could have caused leakage. Ten retained samples of lot 1609234p are evaluated. On visual inspection of these 10 retained samples, it can be observed the stopper is correctly assembled to the plunger in all of them and no damage or molding defect can be observed in the syringes that could have caused leakage. DHR of lot 1609234p has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (jg-302, jg-303 and jg-304). Process: visual inspection. Assembly: 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging: 1 shelf-package per pallet. During assembly process, in the assembly station mechanical leak test is done to every syringe and in case any fails, it is rejected automatically to scrap. Leak test is not carried out with the used samples received since syringes are single used and the functional characteristic could not be reliable. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. Leak test is carried out with the 10 retained samples according to procedure pc-039 and iso 7886-1 annex d. The 10 samples meet iso 7886-1 annex d. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and retained samples meet iso7886 annex d, a definitive root cause cannot be determined. Equipment used for testing: instrument: calibration period. Stopper leak test fixture #63-145 n/a. Manometer #26-301 05-jan-2017 / 31-jan-2018.